Manufacturer narrative:
(B)(4). G2: foreign: canada. H6: component codes: mechanical (g04)- drill. Visual examination of the returned product identified the cutting feature is fractured and missing. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that once the surgical procedure was completed the tip of the instrument was fractured. There was no harm or foreign body retained by the patient. Attempts have been made and no further event information is available at the time of this report.